Event description:
It was reported that, during a cori assisted tka surgery, the end of a ri bone pins 4 mm x 152 mm qty: 2 broke off into the speed pin driver. The procedure was completed, without any delay, using the same device. No patient injury was reported due to this issue.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Manufacturer narrative:
Section h3, h6: the ri bone pins 4 mm x 152 mm qty: 2, part number rob10011, lot number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling during insertion or removal. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.